Event description:
Reporter indicated that device diagnostic testing during generator replacement surgery for suspected end of service (after the new generator was connected to the original lead) resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Neurosurgeon then disconnected the original lead from the new generator and reconnected them. Subsequent device diagnostic testing again yielded the same results. Neurosurgeon then reconnected the original pulse generator to the existing lead and device diagnostic testing also resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. Elective replacement indicator was no, indicating that the original pulse generator had not reached end of service. Neurosurgeon then reconnected the new pulse generator to the existing lead and a third device diagnostic testing again resulted in high lead impedance reading (dc-dc code 7 and limit). Neurosurgeon then closed the pt's incision site and stated that "lead replacement authorization had not been obtained from the pt; therefore, lead replacement could not be performed". Neurosurgeon did not perform device diagnostic testing prior to explanting the original generator; therefore, it is unk if the high lead impedance condition was present prior to generator replacement surgery or whether the lead was damaged during the generator explant procedure. Lead break is suspected.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement due to a lead fracture on the lead coils. Both the pulse generator and bipolar lead were replaced.